Event description:
It was reported that the shaft broke. During preparation of a direxion hi-flo infusion catheter, the physician flushed the device in the hoop. However, upon removal from the hoop there was some resistance and the shaft broke. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination was performed on the catheter and the shaft (nickel only) was found to be broken at 12.5 cm from the hub. The liner was found to be intact; however detached from the hub. The liner was also found to be stretched and the shaping mandrel was found still inside the tip. The guide wire was inspected and no defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. In the case of this complaint, the shaping mandrel was not removed from the distal tip and the physician pulled the device with excessive force. As a result the shaft broke and liner stretched and detached from the hub. The directions for use states; "instructs to exercise care and not to damage or drop the product or accessories when removing them from the package. The shape retention mandrel should be gently removed". The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that the shaft broke. During preparation of a direxion hi-flo infusion catheter, the physician flushed the device in the hoop. However, upon removal from the hoop there was some resistance and the shaft broke. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.